Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s dialysis was started using a non-vantive product and after approximately 10 minutes the patient experienced respiratory distress with thoraco-abdominal imbalance with low oxygen saturation and hemodynamic instability. Therapy was suspended and patient was provided with hydrocortisone and the dialyzer was switched for theranova 400 dialyzer with increased priming with 2000 cc of saline solution, open connection, and administration of hydrocortisone before the therapy. It was reported that the patient experienced "the same symptoms" and a "general rash" was seen. It was reported that the patient's symptoms improved at the end of therapy. The patient was switched to peritonitis dialysis therapy. No additional information is available.